Event description:
It was reported that at a device change out it was noted that the right ventricular lead was discolored 5-6 cm from the is1 connector. It was also reported that the rv lead thresholds have increased to 3.2v @ 1.0ms over the last two years. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.